Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the "proximal pressure line disconnect" alarm occurred while in use. The device was in use on a patient at the time of the event. There was no report of patient or user harm. The patient was swapped out to another ventilator at the time of the alarm.

Manufacturer narrative:
G4:12mar2021. B4:21mar2021. The reported issue was unable to be confirmed by an operational check performed. Pressure and flow volume accuracy tests were performed, but no abnormality was confirmed or duplicated. As there was no abnormality found on this device during the operational check and functional tests, the service order for the repair was canceled and the device will be returned to the sales office. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.